Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating current within specification. However, the insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that customer had a blank screen display. Customer's blood glucose was 102 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.